Event description:
It was reported that the patient had a breakage of the right lead which caused high impedances and resulted in a full depletion of the neurostimulator on the right side. The patient also had "clinical signs" reported as "predominated in the right "hemibudy". It was noted that the device has been turned to the off position. X-rays taken on (B)(6) 2011 confirmed the break in the lead. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).